Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected, with a monitoring voltage of 2.57v and a charge time of 27.4 seconds. Technical services discussed the mid life display of replacement indicators advisory and that end of life (eol) battery status would be declared if the charge time reaches 30 seconds. The physician planned to replace with device within a month.

Manufacturer narrative:
No adverse patient effects were reported. The device remains in service without further complication. This report will be updated when additional information is received.